Event description:
It was reported that during implant procedure, the implantable cardioverter defibrillator exhibited cross talk. The leads were disconnected and re-connected but the issue remained. The device was not used and replaced successfully. The patient was in stable condition.

Manufacturer narrative:
The reported field event of cross talk on right ventricular sensing channel was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.